Event description:
It was reported a partial electrical rest occurred on the device due to starvation of hall sensor task. The device restored itself and the post checks on the device were normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data were collected from the device and analy zed. Analysis of the device memory indicated a partial electrical reset. Starvation of hall sensor task was detected. The rate histograms indicate a high atrial rate. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.